Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed there was presence of foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: adhesive on distal end rubber coating (a-rubber) has a crack and white-clouded area; adhesive around light guide lens has white-clouded area; due to crack on electrical connector, water tightness is lost; adhesive around on objective lens is peeled and has white-clouded area; indication on scope connector is peeled; universal cord has a wrinkle; grip is shaved; scope cover plate is unclear; paint on air/water cylinder and suction cylinder is peeled; distal end cover (c-cover) has a dent; and objective lens, switch (sw) sw1, and connecting tube have a scratch. Customer reported issue of leakage through connector was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for an issue of connector air leak. There is no reported harm to any patient due to this event. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.